Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Customer not returning. Product not received at investigation site. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it is reported that when using the ah plus bioceramic sealer starter kit, some patients returned and required retreatment due to the resorption of the sealer.

Manufacturer narrative:
Product will not be returned for investigation. No lot number provided for DHR review. The issue of resorption has been previously investigated and resulted in pre (B)(6) and (B)(6). Investigation and discussions with the vendor have indicated the material is radiographically resorbed during the healing process. Root cause is unknown. As per hhe pre-assessment, no CAPA needed.